Event description:
The customer reported via medwatch the ventilator stopped operating and alarmed. The pt was reportedly manually ventilated until the ventilator was replaced but sufferred no adverse effects from the incident. The customer support engineer inspected the device and was unable to duplicate the condition but did find an error code in memory indicating the unit had entered back up ventilation mode. The cse replaced the conversion board as a precaution and verified the unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.